Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The evaluation was performed by zoll service personnel at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) error message" was confirmed during the event log review and not confirmed during the functional testing, the system performed as intended. The probable root cause for the reported complaint was due to damaged lm 34 temperature sensor. The reported complaint of "the user noticed burning smell from the thermogard xp ivtm system" was not confirmed during the functional testing. Per zoll service personnel, the customer was mistaken about the burning smell. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the initial functional testing. The event log review showed occurrence of tcmid:05 (coolant diff failure) error message on the reported complaint date. The temperature difference between sensor a and sensor b was too high and the probable cause could be due to damaged lm 34 temperature sensor. The lm 34 temperature sensor was replaced to remedy the problem. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During set-up, the user noticed burning smell from the thermogard xp ivtm system ((B)(4)) and the system displayed tcmid:05 (coolant diff failure) error message. No patient involvement.